Event description:
It was reported that the subject devices camera was accidentally submerged, and it stopped working. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three good faith efforts were made to obtain additional information; however, no response received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a cut on the cable, a black image, and the leak test failed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following contributed to the malfunction: the black image was caused by a faulty cable connector assembly, and the failed leak test was due to a cut on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's camera was accidentally submerged, and it stopped working. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.